Manufacturer narrative:
Please note that without the product sample co is unable to determine the cause of the breakage. Also without lot number we can not trace the quality testing performed and corresponding results. However, historical eval of broken drains usually determines the cause to be a nick or tear at the break site. The product data sheet info (pids) provides detailed info regarding precautions for using these drains. Specifically we warn against handling which may result in breakage of the drains; for example nicks, cuts, and tears caused by sutures, punctures or sharp instruments. This includes handling gently and without excessive force.